Event description:
It was reported that a leak occurred during peritoneal dialysis (pd) therapy with a homechoice device. The home patient (hp) stated that she observed some water on the floor near the cycler. The hp examined the supplies and was unable to find the source of the leak. She stated that she noted nothing unusual with the supplies and she had no difficulty making the connections during set up. There was no patient injury or adverse event associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample and lot number were unavailable for analysis; therefore, no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The device was run on a lab homechoice (hc) machine with no issues. The reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.